Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose was 30 mmol/l. Customer¿s current blood glucose was 19 mmol/l. The customer did not experience the symptoms due to high blood glucose. Customer stated high blood glucose was treated with insulin pump. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at the time of event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.